Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged result of 6.8 inr on (B)(6) 2022 was not observed in the meter's result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  It is unknown if the blood was applied within 15 seconds when the patient tested on the meter. Product labeling states "you must apply blood to the test strip within 15 seconds of lancing the finger and within 30 seconds when using venous blood. Applying blood later than that may produce an inaccurate result as the coagulation process will have begun." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchekxs meter with serial number (B)(4) compared to another coaguchek xs meter and an unknown laboratory method.  The meter result from the other meter at 6:30 am was 2.5 inr. The meter result at 6:42 am was 6.8 inr. The repeat meter result at 6:43 am was 3.7 inr. The laboratory result which was done within four hours of the meter results was 3.0 inr. The physician believed the laboratory result. It is unknown if the blood was applied within 15 seconds when the patient tested on the meter. The therapeutic range is 2-3 inr. The interval of testing is daily.